Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: essure insertion date provided as (B)(6) 2014. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: essure insertion date provided as in (B)(6) 2014. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-nov-2018: quality safety evaluation of ptc (product technical complaint). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. 794894) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included salbutamol sulfate (albuterol sulfate). In (B)(6) 2011, the patient experienced vulvovaginal pain ("vaginal pain"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(") and dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (hysterectomy (partial) on (B)(6) 2012). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, abdominal pain, vulvovaginal pain, vaginal haemorrhage and menorrhagia outcome was unknown and the genital haemorrhage, abdominal pain lower and dysmenorrhoea was resolving. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: essure insertion date provided as (B)(6) 2014. Discrepancy noted as per previous fu: removal date of essure: (B)(6) 2012. Patient placed first essure coil in the right fallopian tube and after this was deployed there were 4 coils showing in the endometrial cavity and did the same thing with the patient's left side and there were 4 coils noted there too. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. (As per mr): impression: apparent occlusion of fallopian tubes by essure devices.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-apr-2019: quality safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure (batch no. 794894) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included salbutamol sulfate (albuterol sulfate). In january 2011, the patient experienced vulvovaginal pain ("vaginal pain"). On (B)(6)2011, the patient had essure inserted. In february 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(") and dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (hysterectomy (partial) on (B)(6)2012). Essure was removed on (B)(6)2012. At the time of the report, the pelvic pain, abdominal pain, vulvovaginal pain, vaginal haemorrhage and menorrhagia outcome was unknown and the genital haemorrhage, abdominal pain lower and dysmenorrhoea was resolving. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: essure insertion date provided as may 2014. Discrepancy noted as per previous fu: removal date of essure: (B)(6)2012. Patient placed first essure coil in the right fallopian tube and after this was deployed there were 4 coils showing in the endometrial cavity and did the same thing with the patient's left side and there were 4 coils noted there too. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2011: total bilateral occlusion. (As per mr): impression: apparent occlusion of fallopian tubes by essure devices.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on(B)(6) 2019: plaintiff fact sheet received. Event added: abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping). Event outcome was updated for the event: bleeding, severe cramping, dysmenorrhea (cramping). Lab data was added. Concomitant drug was added. Lot no. Was added. Reporter information was added. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. 794894) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included salbutamol sulfate (albuterol sulfate). In (B)(6)2011, the patient experienced vulvovaginal pain ("vaginal pain"). On (B)(6)2011, the patient had essure inserted. In (B)(6)2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)") and dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (hysterectomy (partial) on (B)(6)2012). Essure was removed on (B)(6)2012. At the time of the report, the pelvic pain, abdominal pain and vulvovaginal pain outcome was unknown and the genital haemorrhage, abdominal pain lower, vaginal haemorrhage, menorrhagia and dysmenorrhoea was resolving. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: essure insertion date provided as (B)(6) 2014. Discrepancy noted as per previous fu: removal date of essure: (B)(6)2012. Patient placed first essure coil in the right fallopian tube and after this was deployed there were 4 coils showing in the endometrial cavity and did the same thing with the patient's left side and there were 4 coils noted there too. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2011: total bilateral occlusion. (As per mr): impression: apparent occlusion of fallopian tubes by essure devices.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 10-apr-2019: plaintiff fact sheet received. Event outcome was updated for the event abnormal bleeding(vaginal, menorrhagia). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.